Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 17feb2025, 04mar2025, and 11mar2025 to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they could get into the touchscreen calibration by tapping on the screen in the areas out of the touchscreen calibration button box on the screen. The customer was then unable to progress through the touchscreen calibration at all. The rse advised replacement of the touchscreen and provided the customer with the touchscreen part information. This investigation is ongoing.